Event description:
Notified 5/21/08 of patient. Mother still has supply of recalled heparin at home. Family/physician concern if recent hospitalization could be related to heparin dosing? Heparin 500 units given prnc home for line patency.